Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26mm sapien 3 valve in aortic position by transaortic approach, during valve deployment the certitude delivery system balloon burst. The valve was correctly deployed. The distal half of the balloon separated and was unable to be retrieved through the sheath and remained in the aorta. Then, the procedure was converted to a sternotomy, clamping the aorta with a stop circulation to open the aorta. The distal tip of the delivery system was surgically removed. The patient was sent to ICU.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information clarified the access was transcarotid, not transaortic. Additionally, the patient had a minor stroke post procedure, however, the exact time post procedure is unknown. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke is unknown. However, it could be related to the procedural factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the additional information provided, the annulus diameter was 460 mm2, with mild calcification. No balloon aortic valvuloplasty (bav) was performed. No extra volume was added to the balloon prior to the inflation. The delivery system was removed half through the sheath and half through surgery. The delivery system (ds) was returned to edwards lifesciences for evaluation after being used in the procedure. The ds was returned with nose tip and guidewire lumen not returned and inserted through the loader. No applicable imagery was provided for review. Per the visual inspection, the distal end of the delivery system was missing (nose tip, distal balloon shoulder, guidewire shaft). Only the proximal tapered end of balloon was attached, the rest of the balloon was not returned. Adhesive was present in the y-connector. No functional testing was able to be performed due to the condition of the returned device (balloon burst and guidewire separated). No dimensional analysis was able to be performed due to the condition of the returned device (the working length of the balloon not returned). Instructions for use (IFU) for the edwards certitude delivery system, and procedural manual were reviewed. No IFU/training manual deficiencies were identified. During balloon manufacturing, the balloon was 100% visually inspected for fish eyes, crow¿s feet, and contamination. The balloon working length, diameter, proximal and distal leg ids, proximal leg od, and double wall thickness were also 100% inspected. During manufacturing of the delivery system, the balloons are 100% inspected for contamination prior to pleat and folding. After completion of pleat and folding, the balloon is inspected for contamination, tears, distorted/pinched folds, and wrinkles. Delivery systems were 100% leak tested before final quality inspection. The devices also undergo 100% final inspection by manufacturing and quality. The balloon is visually inspected using minimum 8x magnification for scratches, tears, wrinkles, and excessive adhesive on or within balloon. The entire delivery system is inspected for mechanical damage (i.e. Kinks, breaks, separation), misplaced/missing/extra/incorrectly assembled parts, and contamination. Both laser weld joints are inspected as well as the steering shaft for tears, kink, cracks, or visible holes that penetrate the steerable tubing surface. The y-connector is visually inspected. The y-connector to guidewire (gw) and the nose tip to gw were tested on the finished work order under a sampling basis during product verification (pv) testing. Balloon burst testing was performed on the finished work order under a sampling basis during product verification testing. All samples tested met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaints for balloon burst, delivery system withdrawal difficulty through sheath and distal tip, nose tip- separated were confirmed, and no manufacturing non-conformities were found in the returned sample. Review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. It was noted that mild calcification was present. This indicates that the balloon may have come into contact with the calcium, resulting in the burst. Based on this account and a review of complaint history, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure). The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. It is likely the torn balloon got caught on the distal tip of the sheath. This would have resulted in withdrawal difficulty. If additional force is applied during attempts to remove the device, it may cause the nose tip to become separated. As stated, ¿the distal half of the balloon separated and was unable to be retrieved through the sheath and remained in the ascending aorta¿. Per procedural manual, in the event of a balloon burst, excessive force should not be used to withdraw the delivery system through the sheath tip. Available information therefore suggests that patient factors (calcification) and/or procedural factors (device manipulation during withdrawal of a burst balloon) likely contributed to the complaint events. Since the occurrence rate does not exceed the october 2018 control limits for the trend category, no corrective or preventative action is required.